Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user experienced difficulty inserting the cartridge and remained on the ¿do you see drops¿ screen, after which the pump was rewound and reloaded, tubing was filled with visual confirmation of drops, the infusion set was inserted, and the cannula was filled; the infusion set and cartridge were cd steel 23 inch 6 mm, and the involved component was the pump. Symptoms included hyperglycemia with blood glucose reported over 400 mg/dl. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.